Event description:
It was reported that the device was at elective replacement indicator (eri) level during an in clinic follow-up. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. A longevity calculation was performed and the battery depletion was revealed to be normal based on the device usage. The telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.